Manufacturer narrative:
Other (pain with swallowing). The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product.

Event description:
It was reported to boston scientific corporation in 2005 that an enteryx procedure, kit was implanted eight month prior (patient age, gender, weight unknown). Seven injections were performed delivering a total of 7.2 cc's of enteryx solution. It was reported that 7.2 cc's were injected intramuscularly and 0.8 cc's was submucosal. According to the complainant, the patient experienced an onset of chest pain (severe intensity) two days later which resolved the following month. There was no weight loss associated with the dysphagia or odynophagia. The patient confirmed that there were no dilitations or interventions. The dysphagia and odynophagia resolved.